Manufacturer narrative:
Analysis of the lead (lot # va15czy) identified conductors #0 and #3 are intermittently shorted (dry) under contact #0. Is noted the eval code(s)-result has been updated. The eval code(s) method listed are now applicable.

Manufacturer narrative:
It is noted the eval-code-conclusion has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va15czy, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when they went to use the lead, the curve stylet was protruding outside the inner casing of the lead. It was unclear if it was outside the sterile container or not, so they opted to use a different lead. The rep was going to send it back for analysis. No symptoms reported. The issue occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.